Event description:
Asku

Event description:
It was reported that during implant preparation, the pacemaker technician could not introduce the analyzer cable into the programmer, due to a bend of the pin in the cable connector. The cable was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: analysis confirmed the customer's comments, two pins were bent. The cable connector could not be plugged into the analyzer connector due to the damage. It was also noted that all alligator clip boots were missing and both white ventricle heat shrink sleeves were platinated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.